Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that after unpackaging and prepping a 6.0mm x 60mm x 135 cm absolute pro 35 self-expanding stent system (sess) without issue, and with the handle in the locked position, resistance was felt against an unspecified sheath during insertion, prior to entering patient vasculature. The absolute pro sess was retracted through the sheath without resistance. It was noted that the handle was still in the locked position and the thumbwheel did not move, but the distal end of the stent was protruding; it had flowered then was pushed back (inverted) over itself. The device was not used. Another same size absolute pro sess was used with the same sheath without issue and successfully completed the procedure. There were no adverse patient effects and no occurrence of a clinically significant delay. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: visual and dimensional inspection was performed on the returned device. The partially deployed stent was confirmed. The stent deformation and resistance was not confirmed. The difficulty with the introducer sheath was not confirmed. The investigation was unable to determine a conclusive cause for the reported resistance with the introducer sheath. The reported partial deployment and stent deformation was due to operational context. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.